Manufacturer narrative:
This left ventricular (lv) lead was deactivated and will not be returned for analysis, therefore a root cause can not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this left ventricular (lv) lead revealed a rise in pacing impedances greater than 2,500 ohms. In addition a loss of capture (loc) and high thresholds occurred. A lead fracture was suspected and an x-ray was performed. The x-ray revealed no visible lead fracture. The physician elected to deactivate the lv as the patient is pacer dependant. No adverse patient effects were reported.